Event description:
It was reported to philips that the system could not startup. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Troubleshooting actions showed that the leds on the pc panel and the 3rd and 4th lights were on. Analysis of the log file showed that the memory module power was defective. The field service engineer (fse) plugged the memory disc and cleaned them. After re-plugging the memory disk, the device was returned to use in good working order. The codes were updated based on the investigation outcome.